Event description:
It was reported that the patient expressed concern that the device battery was not working. The patient also reported experiencing pain in the area near the device. The patient reported that a family physician stated the pain was atypical. Follow up with the patient's clinic was unsuccessful; the patient reported not having a device check in approximately a year. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).